Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report establishing final arm angle (efaa) failure and clip opening while locked requiring mitral valve replacement. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During preparation of the mitraclip xtr clip delivery system (cds) per the instructions for use (IFU), there was no issue. The cds was then advanced to the mitral valve and the clip was placed. During deployment, establishing final arm angle (efaa) failed, the clip seemed to reopen. A second check was made and efaa passed. The clip was deployed, and the clip opened when removing the gripper line. The clip remained opened at 60 degrees after clip implantation, the grippers were still down on the valve and the clip was stable; however, the physician decided to sent the patient for surgery to avoid leaflet detachment. Mr was reduced to 2. The patient was transferred to surgery for mitral valve replacement. The procedure was significantly delayed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated, a conclusive cause for the reported clip opening while establishing final arm angle (efaa) and clip opening while locked could not be determined in this complaint. The reported additional therapy/non-surgical treatment, delayed therapy/non-surgical treatment and hospitalization appear to be due to case specific circumstances as the physician decided to send the patient for surgery (mitral valve replacement) to avoid leaflet detachment. The procedure ended up causing clinically significant delay.